Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4-5. A triclip steerable guide catheter (tsgc) was prepared per instructions for use (IFU). A simple guidewire was then inserted through the hemostatic valve for guidance, but eventually the hemostatic valve on the tsgc failed; air in the hemostatic valve was observed. It was noted that the hemostasis valve likely became damaged when the guidewire was inserted. The sgc was continued for use. However, difficulties advancing the tsgc across the right atrium occurred. It was noted that while maneuvering the tsgc, difficult anatomy was encountered, and the system was bending in the coronary sinus. Therefore, the tsgc was removed and replaced. A new tsgc was inserted, and the procedure was continued. One clip was then implanted, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.